Event description:
It was reported that a malfunction alarm occurred, displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted, and tandem technical support agreed to replace the faulty pump. The customer was instructed to set the pump into storage mode before returning it with a pre-paid label within 10 days, which they understood.